Manufacturer narrative:
(B)(4). Batch # r94d61. Device manufacture date is 9/7/2018. Investigation summary: the device was received with the jaws stuck closed. The device was released and body fluids were found stuck to the jaws. The device was mechanically tested and opened and closed without difficulty. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a robotic assisted total prostatectomy procedure, the surgeon felt that it was hard to grasp the handle of the device from the beginning of its use. Then, the jaws became not to open. At first, the jaws felt difficult to open. After inserting the trocar, the jaws were gripped once and didn¿t open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.